Manufacturer narrative:
The pacemaker and the lead were not returned for analysis. The analysis is therefore based on the returned data, as well as the inspection of the quality documents associated with the manufacture of these devices. The manufacturing processes for these devices were reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data was inspected thoroughly. The follow-up from (B)(6) 2025 shows that on (B)(6) 2025 capture control was deactivated due to a large amount of loss of capture (loc) events during a 24 hour period. As a result, the pacing amplitude was set to the safety margin of 4.2 v. During the follow-up, capture control was manually deactivated and a fixed amplitude of 2.4 v at 0.4 ms was programmed in the right ventricular channel. Based on the data, it is reasonable to assume that the loc detection resulted from pacing threshold fluctuations. The data confirms the reported threshold value of 3.8 v by the test performed during the follow-up. However, the root cause of the threshold increase was not determinable. The returned data indicate a normal and expected pacemaker behavior. In summary, the data documented a normal and expected pacemaker behavior. A compromised lead cannot be excluded. The manufacturing records document a normal pacemaker and lead production.

Event description:
It was reported that the pacemaker and the lead were explanted due to increased threshold.